Event description:
A discordant, falsely low calcium result was obtained on one patient sample on an advia 1800 instrument. The discordant result was not reported to the physician(s). The sample was rerun twice on the same instrument and resulted higher both times. The rerun results were reported to the physician(s). The customer then discovered two additional discordant, falsely low results that resulted higher upon repeat testing. It is unknown if the discordant results were reported to the physician(s) or whether the samples were repeated on the same instrument or an alternate instrument. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse replaced reagent pump seals, adjusted the alignments of mixer 1 and mixer 2, and replaced rate reaction vessel cuvettes and dilution turn table cuvettes. The fse calibrated the system and ran controls, all of which were within range. The cause of the discordant, falsely low calcium results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.